Event description:
One of our customer's laser technician had a holmium laser case on (B)(6) at (B)(6) hospital. During the procedure, the scrub nurse was using a bulb single action pumping system. This bulb system allows additional flow through small openings, and longer lengths, of either flexible or semi-rigid ureteroscopes. This is accomplished by squeezing a bulb that's along the irrigation tubing. It appears from what the nurse told the doctor post procedure, the laser fiber was run along the bulb of the single action pump system during the procedure. As the nurse squeezed the bulb, it caused the glass laser fiber to break. The doctor, not knowing the fiber is broken, continued lasing causing a light to escape from the fiber at the level of the break. The escaped laser caused a very small burn on the third digit of the nurse's right hand. The laser unit and fiber performed as it was intended. Laser fibers are fragile and can break during a procedure when mis-handled. (B)(4).